Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements, measuring at 125 ohms. Technical services (ts) recommended to consider programmer interrogation to clear alert and raise the shock impedance limit to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.